Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicates the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant surgeries, he is experiencing glare at night, starbursts when looking at light and blurred vision. The patient reports the vision as 'vision through eyes filled with tears'. The patient reported that the glare that he is experiencing is 'disturbing'. He tried anti-glare glasses with no improvement. At the consumer's request, the surgeon was not contacted. There are two reports for this event. This report is for the left eye.